Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date monitor: sn (B)(4): 05/29/2015 reuse; electrode belt: sn (B)(4): 12/08/2015 reuse.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016. The patient experienced an appropriate defibrillation event consisting of one treatment shock while at home. It was reported that the patient was in bed sleeping. The patient's wife was also in bed and witnessed the event. It was reported that the wife was pressing the response buttons during the event. Ems was called and attempted resuscitation. The patient received an appropriate defibrillation at 03:29:13 am on (B)(6) 2016. The rhythm at the time of the treatment was vf. The post shock rhythm was 58 seconds of asystole transitioning to a non-treatable rhythm and then back to asystole. Asystole is considered a non-treatable rhythm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient passed away on (B)(6) 2016.